Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a mastectomy procedure. Reportedly, there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.